Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received from follow up identified surgical intervention occurred on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was established, post-operatively.